Manufacturer narrative:
It was reported the device is available for evaluation; however, the device was not returned for evaluation. Manufacturing and inspection records could not be reviewed as device model number and batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during elbow plating surgery, during a double plating (medial and lateral), 1 screw broke up on extraction (surgeon wanted to change screw length) shortly followed by a second screw breaking - one on each plate side. It was also reported "both locking 3.0mm screws in the shaft of the plates". The surgery was completed by not using those screw holes and putting non-locking screws proximal to them. The surgery was not prolonged, and there were no adverse patient consequences. This report is related to report number 3025141-2024-00063 for other screw involved in this event.